Event description:
Patient wants a few extra bd syringes because she states that sometimes it breaks apart. Product complaint. Ongoing issue rph. Is the product compounded: no. Is the product over-the-counter: no.